Event description:
It was reported that bd phoenix¿ m50 automated microbiology system is not identifying pseudomonas putida and corynebacterium strains are identified as staphylococcus aureus. The following information was provided by the initial reporter: error results corynebacterium was expected, but the team gave us a result of staphylococcus aureus. Manual sub culture identify as corynebacterium it is not identifying: 1. Pseudomonas putida. 2. Corynebacterium strains are identified as staphylococcus aureus (when their cell morphology and colony are gram positive bacilli).

Manufacturer narrative:
H6: investigation summary: a results failure was reported on a phoenix m50 instrument (p/n 443624, s/n (B)(6). The customer reported that the instrument it's not identifying the pseudomonas putida and that the corynebacterium strains are identified as staphylococcus aureus (when their cell morphology and colony are gram positive bacilli). Bd remote services supported remotely to update pud, after which the issue was resolved. Additionally, the optical system was verified and was working properly. The root cause of this failure mode is not known. This is an unconfirmed failure of a bd product. Samples were not received by quality for investigation and thus, returned material investigation could not occur. If samples are received at a later date, the complaint may be reopened. DHR review is not required for this complaint as this complaint does not allege an early life failure or failure at installation and the configuration has changed since release from manufacturing due to service repairs/pms. Service history review for this instrument was completed and revealed no previous complaints related to results. Bd quality will continue to closely monitor for trends associated with this complaint. No new risks or hazards, or changes to existing risks/hazards, were identified as a result of this complaint.

Manufacturer narrative:
Initial reporter address: (B)(6). A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd phoenix¿ m50 automated microbiology system is not identifying pseudomonas putida and corynebacterium strains are identified as staphylococcus aureus. The following information was provided by the initial reporter: error results corynebacterium was expected, but the team gave us a result of staphylococcus aureus. Manual sub culture identify as corynebacterium it is not identifying: pseudomonas putida.corynebacterium strains are identified as staphylococcus aureus (when their cell morphology and colony are gram positive bacilli).